Event description:
On olbert occlusion balloon catheter was used for an embolization of the right kidney. Once the balloon was inflated, it could not be deflated. The pt was taken to catscan where attempts to deflate the balloon failed. Finally, pt's nephrectomy procedure was moved up a day so that the balloon could be removed concurrently with the scheduled nephrectomy.